Event description:
It was reported that, during a navio-assisted tka surgery, while in planning screen it went white and was kicked out of session. Resumed session, continued case and finish with no other issues. The surgery was delayed, but the length is unknown. The patient was not injured.

Manufacturer narrative:
The device was being used during treatment when the system exited the case suddenly during free collection. The log files were returned for evaluation. The DHR was reviewed for software version (rc-5205) and it has been validated. A complaint history review found a similar complaints of the reported issues and will continue to be monitored. The relationship of the device and the reported event has been established. Review of the log files confirmed that the software crashed due to planning data being freed while it was still in use. The root cause of the issue was due to a software failure and this issue is being investigated by the software engineering team.